Event description:
On (B)(6) 2023, fresenius was made aware of an article, ¿anaphylaxis from ethylene oxide¿sterilized dialysis tubing and needles: a case report.¿ in the article, there is documentation of a 78-year-old male hemodialysis (hd) patient experiencing an adverse event during treatment utilizing the fresenius combiset tubing. The patient has been completing hd for approximately 2.5 years without significant complications. The patient was previously on peritoneal dialysis. The patient had recently been utilizing a tunneled dialysis catheter (tdc) and transitioned back to use of a right upper extremity arteriovenous fistula (avf). This patient was in the hospital being monitored in the intensive care unit (ICU) for previous adverse reactions encountered during hemodialysis. On an unknown date, the patient was approximately 10 minutes into treatment when he experienced a drop in systolic blood pressure (sbp) from 211 to 121 mmhg. The patient reported a sensation of his throat closing and was hypoxic. No rash was noted. The patient fainted and dialysis was stopped. No medical intervention was documented within the article. The patient had labwork which was notable for new leukocytosis with white blood cell count of 39 k/l and marked eosinophilia (64% differential, absolute count of 25 k/l). The patient¿s blood cultures were negative. The patient eventually underwent labwork in which the findings showed eosinophilia and mast cell degranulation. Additionally, the patient was treated with various medications including cetirizine, prednisone, famotidine, and diphenhydramine. These medications along with rinsing of the circuit twice with normal saline eventually permitted the patient to endure the hd treatment without an adverse reaction.